Event description:
The user facility reported that the device was defective. The user stated that the closing pressure was below normal specifications. No pt contact was reported. This occurred during the check before implantation.